Event description:
Four months after the patient underwent embolization procedure assisted with an enterprise stent, the stented segment had stenosis. The aneurysm was 7mm, and the aneurysm was stented and coil was placed in the right carotid section. During the procedure, the physician noticed that the vessel had extreme tortuous anatomy, and upon deployment of the stent, the vessel had immediate narrowing at the aneurysm.

Manufacturer narrative:
Please note that the date of implant (B)(6)-2010.additional information will be submitted wihtin 30 days of receipt.

Manufacturer narrative:
Four months after the patient underwent stent assisted coil embolization in the right carotid, the stented segment had stenosis. The aneurysm was 7mm. In addition, it was reported that during the procedure, it was noted that the vessel had extremely tortuous anatomy and there was immediate narrowing at the aneurysm upon deployment of the stent. With investigative efforts, it was reported that no further information would be provided. The enterprise stent remains implanted and the lot number is not available; therefore, the device history record review cannot be completed and no further analysis is possible. Based on the lack of procedural information, information pertaining to the reported events, and without films no conclusion can be made regarding contributing factors. However, based on the report of extreme vessel tortuosity, it is likely that the reported immediate narrowing of the vessel during the procedure was due to vasospasm. Vasospasm, which is contraction of smooth muscle fibers in the wall of a vessel, as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event associated with endovascular procedure. As cited in the instructions for use, stenosis of the stented artery segment is a known potential adverse event associated with intracranial stent assisted coiling. Underlying patient and procedural factors may play a role; however, based on the lack of information, no conclusion can be made regarding possible contributing factors. Therefore, no corrective actions will be taken.